Manufacturer narrative:
The lens was optically inspected and met all manufacturing criteria, including diopter, astigmatism and mtf. We were unable to determine the cause of the dysphotopsia. No additional information available from the physician. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports an intraocular lens removal and replacement without complication due to the patient's complaint of positive dysphotopsia. The relationship between this event and the iol is not known.